Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site caused by non-device related weight loss. The pt also reported that she was having difficulty charging the ipg. The physician elected to explant and replace the ipg and the paddle lead, no malfunction was suspected. The pt was reportedly doing well following the procedure.